Event description:
Medical assistant attempted to discontinue catheter and pulled forcefully, resulting in snapping catheter. No black mark indicator at tip of catheter after breaking.

Manufacturer narrative:
In multiple discussions with the pt and pt's girlfriend, it was mentioned that the catheter was forcefully removed from the pt. The pt's girlfriend, a medical assistant, noticed and commented on the force used during removal. She stated that the catheter was stretched to the point of it appearing to be fishing line. It was also discovered that this is the pt's fifth rotator cuff surgery. This suggests that the catheter is being placed intra-articular and is a contraindication for use of the device. Dr. (B)(6) has declined operating room observation and training on the correct use of the device. Dr. (B)(6) and exeter hospital opted to use an independent lab to evaluate the device. If results of independent lab are provided, a follow up will be submitted. The device will not be returned for eval.